Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that per the patient the battery of their device was running down a lot faster than before. It was reported that whenever they go to turn the ins on, within 30 minutes the stimulation fades out where they cannot feel stimulation as strong. They stated it was not helping with their pain and they were hurting really bad. The patient stated that the ins never took the pain away all of the way, but it did ease their pain. The event began in (B)(6) 2020. The patient was redirected to follow-up with their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3487a, lot# j0217066v, implanted: (B)(6) 2003, explanted: (B)(6) 2020. Product type lead, product ID 3487a, lot# j0209792v, implanted: (B)(6) 2003, explanted: (B)(6) 2020. Product type lead. Codes applicable to the leads are: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that the cause of the stimulation fading out and becoming less strong was because the battery was getting low. To resolve this issue, the ins was replaced, and during that replacement surgery, they found that one lead was broken. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s device was discarded. They stated that the lead was probably worn out, leading to the break. They mentioned that there is minimal external evidence of breakage. No further complications were reported or anticipated.